Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked form the bottom. Reportedly, the customer did not overfill the cartridges. The customer¿s blood glucose (bg) level was not impacted. The customer successfully loaded a new cartridge.